Manufacturer narrative:
(B)(4). It is indicated that the device was discarded and is not returning for evaluation; therefore, a failure analysis of the complaint device cannot be completed. A review of the lot history record revealed no non-conformances related to the reported event. The results of the query of similar incidents in the complaint handling database for this lot did not indicate a manufacturing issue. It was reported that an angiogram was not taken. Per the instructions for use under warnings: perform a femoral angiogram to verify the location of the puncture site. Based on the information reviewed, there is no indication of a product deficiency.

Manufacturer narrative:
(B)(4). The patient received 2 units of blood. Hospitalization was extended due to the thrombus. It was reported that the physician is in-training in the use of the proglide device. No additional information was provided. Concomitant products: sheath: 6f, 8f, 10f, 14f, edwards 18f. Guide wire: 0.038. Heparin. Failure to follow steps. This code is used to address the failure to take an angiogram to verify the location of the puncture site. Per the instructions for use under warnings- perform a femoral angiogram to verify the location of the puncture site. The customer reported the device was discarded. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information. The four other perclose proglide devices referenced are being filed under separate medwatch MFR numbers.

Event description:
It was reported that arteriotomy closure of the right common femoral artery was attempted with proglide devices, using a pre-close technique, via a 6f sheath prior to a transcatheter aortic valve implantation (tavi) procedure. No femoral angiogram was taken to verify the location of the puncture. When the plunger was retracted only the white suture was visible on 2 proglide devices. Two additional proglide devices were used for successful suture placement. The sheath was upsized to 18f and the tavi procedure was completed. During removal of the 18f sheath, the sheath was removed in the wrong orientation and the sharp edge of the sheath was exposed which possibly led to a tear in the vessel wall in the area where the two proglide sutures had been placed during the pre-close procedure. The physician assumed that the damage to the artery was due to the improper sheath removal. The sutures were tightened, but hemostasis was not achieved. An additional proglide device was deployed, however the sutures did not capture the vessel wall and hemostasis was not achieved. A balloon was inserted from the contralateral access site and the artery was blocked. The puncture site was observed and appeared to be lacerated; the preplaced knots were no longer at the exact location of the puncture site. The puncture site was sutured closed, the balloon was removed and hemostasis was achieved. A thrombus developed occluding the artery. Balloon dilatation was performed on the thrombotic area. The dilatation caused a dissection as the balloon had not been intraluminal. An angiogram was performed and a stent was placed in the dissection area of the artery. The procedure was prolonged by 2 hours.